Event description:
The user facility reported a torn cable on the prograsp forceps instrument. The reporter was unable to report if the reported issue was identified during a procedure or during central processing. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the instrument had a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.